Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug is properly seated. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed upon visual inspection of the sensor plug. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported on behalf of a customer who experienced "bleeding profusely" after inserting the abbott diabetes care (adc) device. The customer removed the sensor and then had contact with an hcp who performed an unspecified hemostatic as treatment for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug is properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported on behalf of a customer who experienced "bleeding profusely" after inserting the abbott diabetes care (adc) device. The customer removed the sensor and then had contact with an hcp who performed an unspecified hemostatic as treatment for the reported issue. There was no report of death or permanent impairment associated with this event.